Manufacturer narrative:
Pending investigation. D10: 101-45-20 - 4.5mm drill bit 20mm 3859254, 164-13-12 - novation element ro s/o col sz 12 2453939, 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 3815559, 180-65-35 - alteon 6.5mm screw, 35mm 3733399, 186-01-52 - integrip cc, cluster 52mm, g2 3854295. H7: z-1732-2022.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2015. The patient has osteolysis around the acetabular component. The patient's cup was revised to a competitors device. The femoral stem stayed in the patient. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, d, e, g. The most likely underlying cause for the revision reported is prosthesis wear leading to osteolysis and subsequent bone fracture. Meeting one of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) may have been a contributing factor to the liner wear. Prosthesis wear and bone fracture were confirmed from the provided images and radiographs. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.